Manufacturer narrative:
(B)(4). Date sent: 09/05/2018. Batch # r57c48. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and without a cartridge reload loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device opened and closed without any difficulties noted. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator could be stuck and disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Could not return blade. During the endoscopic lobectomy, after fired, could not return the blade. Used manual override lever to return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.